Event description:
Litigation papers allege the patient experienced increased pain and stiffness in his right hip. He also began experiencing unsteadiness, difficulty walking, and `grinding and `knocking in his right hip. As a result of patient's continued pain, swelling and stiffness in his right hip, he experienced problems standing for long periods of time, sitting for long periods of time, and walking long distances. Update: 3/28/2012 - medical records were received. The revision operative report indicated that the patient was revised to address metal on metal wear.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.